Event description:
The customer stated that he was hospitalized for high blood glucose levels over 800 mg/dl. The customer stated that his blood glucose levels began elevating the day prior to the hospitalization. The customer had to take manual injections to lower his blood glucose. Troubleshooting was not completed as the phone call was disconnected.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.